Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18399. It was reported that patient presented to the emergency room on (B)(6) 2021 for an inappropriate shock due to the right ventricular lead over-sensing. Under-sensing was also noted on the discrimination channel of the implantable cardioverter defibrillator. Device was reprogrammed, but some over-sensing still seemed to occur. Lead's high voltage therapy was then deactivated for the time being. Patient will then be reevaluated at a later time. Patient was stable after the event.